Event description:
As reported by the study, during percutaneous coronary intervention (pci), after the 3.0 x 13mm cypher select plus stent was deployed, a type b dissection occurred. A 3.5x33mm cypher select plus was deployed to treat it. In addition, 44 days after pci, the patient died. It is unknown if the cause was cardiac or non-cardiac. An autopsy was not performed. Relatives cannot give a definite answer about the cause of death. It was the opinion of the procedural physician that it was not device related because the patient regularly accepted plavix. The event was classified as unrelated to the study device. This patient presented to the cardiac catheterization unit and 1-vessel disease was found. The primary indication for intervention was unstable angina pectoris. Pre and post-procedure cardiac enzymes were not checked. The patient's blood pressure at the beginning of the procedure was 120/80 and the heart rate was 80. Left ventricular ejection fraction (lvef) was 30-50%. Pre-procedure medications included aspirin, clopidogrel and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a totally occluded de novo lesion in the mid to proximal left anterior descending artery (lad) of 36mm in length in a 3.3mm vessel diameter. The (type c) lesion was characterized with total occlusion within 3 months and was ostial. The lesion was pre-dilated with a 2.0x9mm balloon at 6 atmospheres (atm) before two overlapping stents were deployed. A 3.0x13mm cypher select plus stent was deployed at 14 atm without satisfactory results. Then a 3.5x33mm cypher select plus stent was deployed at 14 atm with satisfactory results, to treat a dissection. Post-dilation was conducted with a 3.0x13mm balloon at 16 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Pre and post-procedure, thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. The patient was discharged four days later. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins and beta-blockers. At the 1-month follow-up interval, the patient was asymptomatic. Post-procedure medications were ongoing. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. This is one of two devices associated used in the pt that were submitted under the following manufacturing numbers 9616099-2008-01194 and 9616099-2008-01195.